Event description:
Upon entering the clinical trail patient had a severe infection on 2 toes with osteitis. Aquacel ag was used on a wound on one of the infected toes for 3 weeks in 2003. The dressing was discontinued, infection was treated by intravenous antibiotherapy (ciflox IV 1g 2x a day and augmentin 3g per day) and patient was hospitalized. The patient subsequently had the two infected toes amputated.